Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that remote monitoring of this device and right ventricular lead displayed a low shock impedance measurement. This information has been provided to the physician and is being further monitored. No adverse patient patient effects were reported.

Manufacturer narrative:
According to available information, this lead remains in service. Should additional information become available, this event will be updated.

Event description:
Additional information was received. An internal technical service(ts) consultant was contacted regarding additional shock impedance measurements that occurred during the past year. All other measurements have been within normal range. The patient also has a cardiac contractility modulation (ccm) system implanted. Ts was asked whether this system may have an impact on impedance measurements and provided information that this may be the reason. It was thought a possibility that the shock impedance measurement occurred while the system was under charge. To determine if this was the reason, the physician was provided with information regarding verifying the date of the ccm charge and the daily measurements. No adverse patient effects have been reported.

Manufacturer narrative:
As a decision has been made to further monitor this system; no further information is expected. Should additional information become available, this event will be updated.

Event description:
A follow up visit was performed. Provocative testing did not reproduce any issues. It was thought the system integrity was acceptable. Routine measurements were performed revealing no issues. Shock impedance measurements were measured several times and revealed no abnormal values. A decision was made to further monitor this system and not perform any further testing.